Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since last (B)(6), they had noticed that when they sitting they experience bladder leaks however when they stand up, they do get the signal when they need to void. Patient said that they may have a prolapse that was caused that an unrelated device. Patient also mentioned was intermittent fasting right now and drinking a lot more water. Patient said they were scheduled to see their gynecologist and urologist next month. Patient also mentioned they had it programmed so that patient could feel when they were going to have a bowel movement. During recharger session patient noticed that therapy was off. Patient to turn therapy on after they finish recharging and then monitor bladder symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2023. They reported that the cause of the therapy being off during the recharge session they occasionally use a vibrator in that area of their body and is connected to electricity, only used once so could have cause the disconnect. No other ideas as to cause. The steps that will be taken to resolve the issue is: will check on the program being on more often. Recharge every 2 weeks and when they have leakage when sitting will check. Program is working at this time and will monitor frequently as above. Additional information was received from the patient on 2023-may-02. They reported that they have something like a rectal prolapse, but it is not a rectal prolapse, but if they sit for too long they have wetness on their pad with no warning. The caller also noted that they received a follow-up letter relating to use of a massage with the implant the caused the implant to turn off. The caller wanted to let us know that has not happened again.